Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed with no delivery. The patient's blood glucose at the time of incident exceeded 500 mg/dl. Troubleshooting was initiated for the high blood glucose. The customer stated that he felt funny and had cotton mouth. No apparent anomalies were noted on the insulin pump; however, a high pressure test was not performed. No products were returned or replaced.